Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 05/23/2016. Date of follow-up report #1: 06/29/2016. Date of follow-up report #2: 06/29/2016.

Manufacturer narrative:
(B)(4). The jaws of the incident device were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that they could not open the jaws while not on patient tissue. There was no patient injury.